Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: 2.3, lab: 1.7. Both test were performed at same time. Patient's therapeutic range is 2.0-3.0.